Event description:
A surgeon reported that following bilateral intraocular lens (iol) implant surgeries, he noted the presence of vacuoles in both iols and a worsening of the pt's visual acuity. The surgeon also reported noting haze on the iol for this eye. In a f/u, the surgeon reported that the iol was exchanged for a different lens. The pt now has ucva 20/25 and is satisfied. There are two medical device reports for this event. This report is for the right eye.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. One haptic was broken-distal area (not returned). Optic was torn/split/cracked (possibly cut) into two pieces. No other damage was observed. While we were unable to determine the origin of the damage, our observations reasonably suggest, the damage is not mfg related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Further investigation is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. Add'l info was requested on 11/24/2009, 12/07/2009, and 12/17/2009 by phone, fax, and mail. A completed questionaire was not received. Add'l info was obtained by phone.